Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone15.4. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention by calling an ambulance and being taken to the emergency room with hypoglycemia and hypertension on (B)(6) 2026. The patient¿s blood glucose declined to around 23 mg/dl to 34 mg/dl while wearing the pod on their arm for longer than 48 hours. Reported symptoms include confusion, restlessness, thirst and an inability to eat or drink. The patient was treated with glucose gel. The patient had multiple glucose tests as well as a complete blood count and a comprehensive metabolic panel, the outcomes of these tests was not reported. The patient was released 6 hours later, on the same day.